Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #:(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event - date of discovery of the myopic surprise was not provided however it was after the initial implant date of (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the right eye of a patient because the patient experienced a myopic surprise. There was no incision enlargement or vitrectomy performed. A replacement lens (no manufacturer info) was implanted. Post replacement surgery, the patient was stable with minimal wound edema. The patient's visual acuity was provided: visual acuity pre-op (pre-initial implant): 20/40, visual acuity post-op (post-initial implant): 20/100, visual acuity post-op (post-replacement): 20/40. No further information was provided.